Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID {non-medtronic post-implant bav}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon extending the left ventricular guidewire, complete heart block (chb) was observed. Subsequently, temporary pacing was inserted, and the chb did not return until the valve was implanted. Following the implant of the valve, a transthoracic echocardiogram (tte) was performed that showed no paravalvular leak (pvl); however, paravalvular leak (pvl) was observed on angiography. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed using a 22 millimeter (mm) non-medtronic balloon. Upon fully inflating the balloon, the valve dislodged up. After valve dislodgement, the implant depth on the non-coronary cusp (ncc) was approximately 3 mm, and the implant depth on the left coronary cusp (lcc) was approximately 5 mm. Therefore, a snare was inserted from the transfemoral approach to capture the paddle of the dislodged valve. A second valve was implanted valve-in-valve at an implant depth of approximately 5 mm on the ncc and 5 mm on the lcc. Following the implant of the second valve, there was no dissection or dislodge, and trace pvl was noted on echocardiography. One day following the implant procedure, a permanent pacemaker was implanted. Per the physician, the chb was not likely related to the dcs as the dcs had not "progressed."

Event description:
Additional information was received that during the valve implant, a non-medtronic guidewire (safari xs) was used during the procedure. A pre-implant balloon dilation was performed. The deployment starting point was slightly below the center of the pigtail at an implant depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). After the valve was implanted, trace paravalvular leak (pvl) was observed on angiography. It was noted that the complete heart block (chb) persisted or returned after the first and second valve were implanted and the first delivery catheter system (dcs) was not inserted when the chb occurred. Per the physician, there were no patient anatomical features that contributed to the valve dislodgment.

Manufacturer narrative:
H6 - annex e code corrected from e2316 to e2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.